Event description:
Customer reports device leaking.

Manufacturer narrative:
The manufacturer is reporting the following complaint after voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. The customer notified cardioquip that a patient was involved during the malfunction although no patient information was communicated. Cardioquip's investigation of the device identified that a cracked fitting was causing the unit to leak at an accelerated rate. Devices that leak at accelerated rates would require intervention to continue to use the device safely. Following replacement, the device passed inspection, and is fully operational.